Manufacturer narrative:
(B)(4). After further review, "date of this report" on initial report should have been september 30, 2016.

Manufacturer narrative:
(B)(4). The service engineer (se) verified the customer reported condition. The se replaced the upper liquid crystal display (lcd) panel flex cable. The ventilator passed all testing.

Event description:
It was reported that the ventilator display was erratic. There was no patient connected to the device.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.